Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was fractured and switched to unipolar due to lead safety. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to b5: updated for clarity. Correction to d4: device model and serial number updated. Correction to h6: patient codes and device codes updated to reflect reported dizziness and lead safety switch (lss), indicative of an impedance issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to an out-of-range pace impedance measurement and this right atrial (ra) lead exhibited loss of capture (loc). In addition, rv lead fracture was suspected. The patient experienced dizziness, it was unclear whether asystole had occurred. The ra and rv leads were surgically abandoned and replaced. The pacemaker was explanted and replaced due to normal battery depletion (nbd). No additional adverse patient effects were reported. Additional information received reported that elevated right ventricular (rv) lead pace impedance measurements had been verified via pacing system analyzer (psa) during lead revision. A temporary pacing wire was placed during the procedure because the patient was rv dependent. Header to lead connections were fine, however they were unable to visually confirm the suspected rv lead fracture. It was noted that the revised right atrial (ra) lead was old. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was fractured and switched to unipolar due to lead safety. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.